Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital while experiencing an arrhythmia and was successfully cardioverted. Interrogation of the ICD revealed that the patient had actually experienced an atrial tachycardia (at) that was being tracked by the device resulting in ventricular pacing at the maximum tracking rate. The ICD was reprogrammed to prevent tracking of slow atrial tachycardias in the future. The patient was discharged. No additional adverse patient effects were reported.